Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, other potential causes for the image issues are a failure of the image sensor unit, a failure of the board inside of the video connector, or a defect on the system side; however, a definitive root cause could not be determined. In addition, service found the adhesive on the rubber covering was chipped, the bending rubber was scratched, and the bending angulation was lacking due to elongation of the angle wire. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image was ¿choppy¿ and ¿cut off¿ [temporary image loss]. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service reproduced the customer¿s reported image issue and observed error code b30 [scope communication error], and found it was due to a dirty electrical contact on the video connector. Additionally, there was a loss of scope identification [ID] data caused by damage to the scope ID circuit board. This report is being submitted for the malfunctions of image loss, b30 scope communication error, and scope ID data loss. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (the image was "choppy" and "cut off", with temporary image loss): the reported issue occurred during an unspecified therapeutic surgical procedure. The intended procedure was completed using another device. There was no delay in the intended procedure.